Event description:
Ventricular oversensing noted at max setting. On examination, fluid found in pacemaker header. Possible sealing ring failure. Adverse reaction: pt had complete heart block and experienced events of dizziness.